Manufacturer narrative:
(B)(4). The insulin pump was received with a missing reservoir retainer. Analysis was unable to perform the displacement test due to the missing retainer. The insulin pump was received with a missing reservoir tube o-ring, a partially broken off reservoir tube lip, a scratched casing, minor scratches on the lcd window, scratches on the display window cover, a pillowing keypad overlay, a cracked select button on the keypad overlay, a damaged keypad overlay texture, and a peeling end cap address label.

Event description:
Customer reported via phone call that the lock part by the reservoir was damaged. Customer's blood glucose level was 245mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.